Manufacturer narrative:
(B)(4). The patient experienced a product problem on different days with the same device. The following reports are being submitted: 180110-001944,180110-001957,180110-001967,180110-001984,180110-001992,180110-002011,180110-002028,180110-002039,180110-002048,180110-002058,180110-002065,180110-002072,180110-002080,180110-002091,180110-002096,180110-002113,180111-000560,180111-000572,180111-000585,180111-000619.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017 a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause could not be determined via data.